Event description:
On (B)(6) 2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced an infection in november. The patient reported fibrin (cloudy effluent) being present, however it has cleared. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (frequency, duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2022, and the patient¿s ceftazidime was discontinued. The patient completed the prescribed antibiotics and has recovered from the events. Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius product(s), drug(s), and/or device(s). The pdrn reported a home evaluation discovered the patient was reusing pd catheter caps, and reeducation was provided.